Event description:
It was reported that the pump exhibited an error code. There was no patient involvement. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 2/7/2025. H3: one device was returned for repair with complaint that pump exhibited error code. This device has not been serviced in the past. Review of event history log found system fault 45986. When powering up the device, displayed constant alarm error code 45986. The cause is the printed wire assembly (pwa) board corrosion. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.